Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the intra-aortic balloon pump's (iabp) ECG port is broken. The circumstances of the event are unknown, however, it was reported that no patient was involved. No adverse event has been reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched and reported that the customer stated the ECG cable socket was broken and the safety disk was expired. The fse confirmed the reported problem and ordered and replaced the expired safety disk and damaged ECG input cable assembly. The iabp passed all calibration, functional, and safety tests performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump's (iabp) ECG port is broken. The circumstances of the event are unknown, however, it was reported that no patient was involved. No adverse event has been reported.